Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of wont communicate with pc was due to the motor control board. Replaced f1, and c3 on motor control board due won't turn on. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/18/2020 to the present date 11/12/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that the device wouldn't communicate with the pc. No patient involvement was reported.